Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective multicenter case series study was conducted to describe life-threatening (clavien-dindo greater than or equal to 4) complications following rezum water vapor thermal therapy (wvtt) for the treatment of benign prostatic hyperplasia (bph). A total of 10 patients were identified from high-volume international centers and reported during a meeting in (B)(6) 2025, with procedures performed prior to that period. Case 3 was a 56-year-old male patient with lower urinary tract symptoms (luts) due to a 71 cc obstructive prostate, previously treated with tamsulosin underwent wvtt. Following procedure, case 3 was a 56-year-old man, who was discharged the same day with an ongoing catheter. On postoperative day 3, he presented to the emergency department with acute left iliac fossa pain, abdominal distension, and ileus. Clinical examination showed localized lower abdominal tenderness with guarding, without diffuse peritonitis and laboratory tests revealed leukocytosis. Contrast-enhanced CT demonstrated a redundant sigmoid colon with focal mural thickening and free intraperitoneal air. Emergency laparoscopy identified a full-thickness thermal injury of the sigmoid colon with heat necrosis, consistent with collateral thermal spread from wvtt. Segmental sigmoid resection with primary anastomosis was performed. Recovery was uneventful, and he was discharged on postoperative day 6. The catheter was removed after 15 days with successful voiding. At 90-day follow-up, no gastrointestinal sequelae were observed; due to persistent obstructive luts, he subsequently underwent successful holmium laser enucleation of the prostate.

Manufacturer narrative:
Cindolo, l., minore, a., schwartzmann, I., alejo, a. F., imperatore, v., lossa, v., ebbing, j., destefanis, p., hindley, r., emara, a., pastore, a., sequi, m. B., balsamo, r., knazik, r., coscarella, m., de nunzio, c., secco, s. (2026). Water vapor thermotherapy and high-grade clavien-dindo complications: retrospective analysis of 10 cases. World journal of urology, 44(392). Https://doi.org/10.1007/s00345-026-06495-x. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.